Event description:
It was reported that the bd ultra fine¿ pen needle experienced a cannula that broke off/pulled out during use. The following information was provided by the initial reporter: consumer stated, she thinks the needle broke off in her stomach after her injection stated, when she was done with injection, she noticed the patient end of the needle was missing did not seek medical and does not plan on seeking medical. 1 pen needle affected. Lot: 9255694. Catalog: 320122. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (2) 4mm, 32g pen needles (1 open without the tear drop label or inner shield, 1 sealed) from lot # 9255694. Customer states that the needle broke off in consumer¿s stomach during her injection. Both returned pen needles were examined and the open sample exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked epoxy and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. No defects were observed on the sealed sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced a cannula that broke off/pulled out during use. The following information was provided by the initial reporter: consumer stated, she thinks the needle broke off in her stomach after her injection stated, when she was done with injection, she noticed the patient end of the needle was missing did not seek medical and does not plan on seeking medical. 1 pen needle affected lot: 9255694. Catalog: 320122. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle experienced a cannula that broke off/pulled out during use. The following information was provided by the initial reporter: consumer stated, she thinks the needle broke off in her stomach after her injection stated, when she was done with injection, she noticed the patient end of the needle was missing did not seek medical and does not plan on seeking medical. 1 pen needle affected. Lot: 9255694, catalog: 320122, date of event: unknown.